Event description:
As alleged, during a procedure, the sealing of sterile package of ventrio st mesh was found inadequate and was not intact when opened. As reported a sterility breach was a concern, and the product was not used in procedure. Addendum: as reported the issue was noted to have occurred ¿upon opening the packaging¿.

Manufacturer narrative:
As alleged, inadequate sealing of the ventrio st mesh package was noted when opened. As reported the subject device will be returned for evaluation but has not been received at this time. Based on review of photos provided the pouch has been partially opened, and a small portion of the seal remains intact. Present where the pouch is still sealed there is what appears to be a tear just below the chevron seal. Photos do not assist in determining root cause; no conclusions can be made. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of 178 units released for distribution in december 2023. Addendum: this supplemental MDR is submitted to document the sample evaluation results. The sample (tyvek pouch) was received opened with a tear visible in the pouch on the side where the label is present. The tear starts in the (vendor) seal of the foil pouch and moves into the foil. Examination of the seal confirms there was no breach to the package prior to opening as seal presence is confirmed and is within seal strength requirements. Based on sample examination, it appears that while opening the user might have encountered an area of increased seal resistance which may have contributed with the tear observed and/or user may have applied excessive force during pouch opening process. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As alleged, inadequate sealing of the ventrio st mesh package was noted when opened. As reported the subject device will be returned for evaluation but has not been received at this time. Based on review of photos provided the pouch has been partially opened, and a small portion of the seal remains intact. Present where the pouch is still sealed there is what appears to be a tear just below the chevron seal. Photos do not assist in determining root cause; no conclusions can be made. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in december 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As alleged, during a procedure, the sealing of sterile package of ventrio st mesh was found inadequate and was not intact when opened. As reported a sterility breach was a concern, and the product was not used in procedure.